Event description:
Original surgery date in 1999; 3 level spinal fusion from l4-s1. Post-operative (exact date unknown), spinal construct loosening occurred on one side and rod migrated. Revision surgery in 1999 performed and all aesculap implants removed and replaced with sofomar danek system. This event type is occurring below the frequency and severity that are usual for this device.